Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter city and state: (B)(6). Investigation summary: exec summary: samples were received and an investigation was performed. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Samples returned - customer returned one open pen needle sample from an unknown lot. No. And cat. No. Unknown. A clog test was carried out on the returned sample and no issues were observed. CAPA/sa: based on the above, no additional investigation and no CAPA/sa are required at this time. DHR review: no DHR review can be carried out as lot number is unknown.

Event description:
It was reported that 1 bd pen ndl was unable to deliver insulin or medicine. The following information was provided by the initial reporter: the distributor reported that the needle was partially blocked.